Event description:
It was reported via literature article that st segment elevation and ventricular fibrillation occurred. A study was completed between march 2023 and july 2025 at seven (7) international healthcare facilities to assess patients who experienced delayed or prolonged ischemic or arrhythmic adverse events after a pulse field ablation (pfa) procedure for atrial fibrillation. Eleven (11) patients were enrolled in the study, nine (9) of whom received pfa via a farawave catheter and two (2) whom received pfa via a non boston scientific ablation catheter. Procedure summary: the patient underwent a pfa pulmonary vein isolation procedure with a farawave catheter. The procedure was performed under general anesthesia with paralytics and glycopyrrolate. Peri procedurally a dose of 15,000 international units of heparin was administered. Thirty four (34) applications of ablation were delivered. Event summary: twenty minutes (20) post index procedure a diffuse, generalized spasm occurred and st segment elevation occurred on leads iii and avf. The event lasted sixty (60) minutes. Ventricular fibrillation occurred which required cardiopulmonary resuscitation. Angiography revealed diffuse coronary spasm predominantly in the left main, the circumflex artery, and the proximal right coronary artery. Intracardiac and intravenous nitroglycerin were administered. Patient status: no further information the status of the patient is available.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). Gunawardene, m., et al. Life-threatening delayed myocardial ischemia and malignant arrhythmias occurring after pulsed field ablation of atrial fibrillation. American heart association circulation. Letter. December 2025. Https://doi.org/10.1161/circulationaha.125.07798. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.